Event description:
Report of "explant pending in 2001 for chronic pump pocket infection - reimplant pending" rec'd per annual device tracking report. Follow up with hcp revealed the onset on the infection was in 2000 with drainage and pocket erosion. The primary location of the infection was the device pocket. A culture was obtained of the device pocket but "no growth" occurred. The pt was treated with oral antibiotics and total device system explant. The infection was ongoing at follow up response in 2001.